Manufacturer narrative:
Investigation: 1 unused sample was returned for investigation. The sample returned was not decontaminated by vendor. The actual sample were subjected to visual inspection, test specification 80006088. It was observed a black fm on the cover and catheter tube. The complaint is confirmed, and product is not meeting the requirement. Both the black fm was subjected to ftir analysis. The ftir result shows that the spectrum of the fm-on catheter and fm-inside needle cover best match is a mixture of polyurethane and silicone. The samples ¿fm-on catheter¿ and ¿ fm-inside needle cover¿ are mainly composed of the black material, likely to be polyurethane. It appeared to be well-blended with that of the liquid-like material, which is likely to be silicone. Polyester urethanes are a type of polyurethane. They are commonly used in a number of medical applications including catheter and general-purpose tubing, as well as in a variety of injection molded devices due to its flexibility, tear resistance and abrasion resistance. Silicone and its derivatives are any large class of siloxane that can be classified as fluid and resin. Typical applications include sealant, adhesives, lubricants, and medical applications. CAPA#590616 had been raised to address foreign matter issue. DHR was performed and no quality notification was raised for similar nonconformance during the production of this batch.

Event description:
It was reported that foreign matter occurred with a 18g x 1.16in (1.3 x 30 mm) angiocath plus. The following information was provided by the initial reporter, "there is a black dot foreign material on the catheter tube and the cover."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a 18g x 1.16in (1.3 x 30 mm) angiocath plus. The following information was provided by the initial reporter, "there is a black dot foreign material on the catheter tube and the cover."